Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the bwi representative, that the hemostatic valve broke and came out of the dilator. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. Damage details: the white hemostatic valve dislodge from inside the hub and was stuck on the dilator. The hub/cap did not detach from the sheath. The sheath was in the patient. No air entered the patient. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the bwi representative, that the hemostatic valve broke and came out of the dilator. The vizigo¿ sheath was replaced, and the issue was resolved. The case continued. Damage details: the white hemostatic valve dislodge from inside the hub and was stuck on the dilator. The hub/cap did not detach from the sheath. The sheath was in the patient. No air entered the patient. No patient consequences were reported. The product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was found detached from the sheath. Valve damage could occur when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).